Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one of the channels on the software analyzer was not viewable. The analyzer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that one of the channels was not viewable, the device passed all functional and systems tests. Analysis did note that the pins on the patient connector were disturbed so the analyzer was to be sent on for repair and a replacement sent to the customer.